Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11300r40, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
A healthcare provider reported the catheter had been dislodged for five to six months since the patient had a surgery, and they had not been getting their medication. They stated the pump would reach end of service soon, and the patient did not want it replaced. The pump off authorization form was sent. The medication infused was lioresal.